Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via log analysis since log files were not provided for analysis. Based on additional information available via a user report provided by the site, inflow cannula thrombus was suspected. Of note, it was reported that the patient had a "backwash" procedure using carotid protection. After the procedure pump parameters returned to normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and historical data from similar low flow events, the most likely root cause of the low flow event can be attributed to external factors such as occlusion caused by thrombus formation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that there was an abrupt drop in left ventricular assist device (lvad) flow followed by a "low flow" alarm at 20:39 on (B)(6) 2017. The low flow was accompanied by marked pulsatility when arterial blood pressure was measured leading to strong suspicion of a thrombotic (partial) occlusion of the inlet cannula. Acoustic analysis clearly showed the presence of a third harmony, as well as resulting "unwanted' harmonies. The slight increase in output and flow was interpreted as a sign of increased/increasing friction. It was felt that there was additional contact between the rotor and the thrombotic material. The official diagnosis was thrombus at/in the inlet cannula that was in contact with the rotor. A backwash was successfully performed on (B)(6) 2017 utilizing a sentinel cerebral protection device. Pump parameters returned to normal range. No abnormalities were detected during acoustic analysis. No further information has been provided.